Manufacturer narrative:
Results: the ace68 was kinked approximately 3.5 cm and 43.5cm from the hub. The ace68 was fractured approximately 103.0 cm from the hub. The ace68 was stretched and partially fractured starting from approximately 112.5 cm from the hub. The ace68 was ovalized approximately 114.0 ¿ 127.0 cm from the hub and also at the distal tip. Conclusions: evaluation of the returned ace68 confirmed a kinked device. If the ace68 is forcefully retracted from its packaging at extreme angles or otherwise mishandled, damage such as a kink may occur. Further evaluation revealed the device was fractured, stretched, and ovalized. Based on the reported complaint and return packaging, this damage is likely incidental to the reported complaint and may have occurred during packaging for return to penumbra. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a thrombectomy procedure, the hospital staff found the penumbra system ace 68 reperfusion catheter (ace68) was kinked upon opening the packaging of the penumbra system ace 68 hi-flow kit (kit). The damage to the ace68 was found prior to use and therefore, was not used in the procedure. The procedure was completed using a new ace68.